Event description:
The time of event is not during procedure. There was no report of patient harm. Distal body damage.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the light guide fiber bundle (lcb) broken, the us connector body broken, the suction channel buckled, the lg prong corroded, the lg prong top corroded, the operation channel leak, the us connector body leak, the us connector casing leak, the remote control buttons cut, the light guide cable cut, the segment loosened, the us connector cable worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.